Event description:
It was reported that a device was used during a laparoscopic colon resection. The stapler formed a complete circumferential cut but only half of the circle of staples-an incomplete staple line. The device did crunch as usual. The procedure was converted to an open procedure and another device was used to complete the procedure. There were no other patient consequences.